Event description:
It was reported that upon completion of an orthopedic surgical procedure, the light cover was found to have a split break. The patient returned to the or two weeks later.

Manufacturer narrative:
It was reported that an orthopedic procedure was performed on (6)(6) 2009. At the completion of the procedure, a split was identified on the light handle cover and metal was exposed. Antibiotics were provided post op to the pt. On (6)(6), the pt returned to the or with an abcess. The account could not confirm that the split in the light handle cover was the source of the infection. They did not save the light handle cover for eval. The pt has subsequently been discharged from the hospital and antibiotics were prescribed. No other complication was reported. There is no information to confirm that the split in the light cover caused or contributed to the post op abscess but due to the reported adverse event, this medwatch is being filed.